Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels up to 600 mg/dl with "low" ketones. The user addressed bg level with a manual injection. Reportedly, the contact stated that the user was having a difficult time managing their diabetes and the user is young. However, the contact was unsure of a direct cause of the bg level.